Event description:
The event is reported as: before use when checking, it was found that balloon was leaking and could not be inflated. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.